Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was not able to be confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was unable to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies as reported, 'significant difficulty with sheath insertion was faced. For a while team tried to insert the 23 ultra valve on commander through the 14f esheath. Finally, valve and sheath were removed, and it was observed that the delivery system had come through the seam of the sheath. In addition, one of the struts of the crimped valve on the 'outflow' appeared to be slightly displaced, after initial insertion'. Additionally, noted that 'for the ic the incident was related to challenging patient anatomy, vascular condition, not related to a device deficiency'. The patient anatomy and vascular condition can create a challenge during the sheath insertion into the patient, and delivery system advance through the sheath, and it could lead to resistance and high push force. So, if excessive device maneuvering to overcome insertion difficulty could have caused a damage to the valve. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Although a definite root cause could not be determined, available information suggests that patient factors (anatomy and vascular condition) and /or procedural factors (device maneuvering during delivery system advancement through sheath) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated to capture the product risk assessment, and a CAPA was initiated to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
A supplemental MDR is being submitted based on the review of images. Section h10 of this report has been updated. Imagines were submitted for review. The following observations of the impressions were made. Annulus area suits a 23 s3 ultra valve, the stj was low with circular calcification. Coronaries were good. The patient's femoral access was very tortuous femoral artery and moderately calcified. There were presence of large soft mural plaque in the abdominal aorta. Left and right femoral arteries did not meet the minimal vessel diameter for a transfemoral access.

Event description:
Difficulties were reported during the advancement of a sapien 3 ultra valve and commander delivery system through the esheath, resulting in damage to the valve frame. Following the withdrawal of the devices, a perforation of the common iliac artery was observed. As reported by our affiliate in the united kingdom, the deployment of a 23mm sapien 3 ultra valve in the aortic position by the right transfemoral approach was planned. Significant difficulty with sheath insertion occurred. Difficulties were also encountered during the advancement of the valve and delivery system through the 14fr esheath. Following several attempts to advance the valve, the valve and delivery system went through the esheath. The valve, delivery system and sheath were removed. It was observed that the delivery system had come through the seam of the sheath. In addition, one of the struts of the crimped valve on the 'outflow' appeared to be slightly displaced/bent. On further investigation of the patient, it was noticed that the right common iliac artery was perforated, resulting in a retroperitoneal bleed. Vascular surgery was performed and the tavr procedure was abandoned. Review of the CT scans did not reveal anything obvious in the anatomy that might have caused difficulty in passing the valve through the sheath. The patient expired four days later due to a gut ischemia, a complication of the vascular repair of the damaged iliac. It was confirmed that vessel diameters were measured appropriately pre-procedure. Post procedure review of the CT scans confirmed that the vessels still looked appropriate. The cause of the event could not be confirmed; however, the medical team did not believe the problem was with the kit.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.